Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive casing device was evaluated and the reported condition that the drill device stopped running but ran again perfectly when replacing the battery casing with a spare was confirmed. An assessment was performed and it was observed that the device did not function; no power was noted when attached to a small battery drive device. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the small battery drive device stopped running, but ran again perfectly when the battery casing device was replaced with a spare battery casing device. It was reported that there was a 15 minute delay in the procedure due to the event. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive casing device was evaluated and the reported condition that the drill device stopped running but ran again perfectly when replacing the battery casing with a spare was confirmed. An assessment was performed and it was observed that the device did not function; no power was noted when attached to a small battery drive device. It was further observed that the battery case contacts were corroded causing low voltage and preventing the device was from working. It was also determined that the battery case failed leak test that is consistent with the internal contacts corrosion. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.